Event description:
The healthcare provider confirmed that they first saw the patient on (B)(6) 2012 in which the infection had already occurred. The patient experienced swelling and drainage at the surgical site. The infection was not meningitis. The device was removed at the (B)(6). IV antibiotics were given in the hospital and then oral antibiotics. The drug and dose was unknown but the pump was considered a "baclofen pump". The patient was also taking 20-40 mg of oral medications.

Manufacturer narrative:
Catheter model #8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unknown.

Event description:
It was reported that the patient experienced spasms and needed to take larger amounts of oral baclofen to control their spasms. The patient had concerns with their device/therapy but had not sought further help. It was later reported that the patient was due for a pump replacement from the 2005 pump. The pump was replaced (B)(6) 2011 and developed an infection at the pump site. The pump was removed and the patient was put on oral baclofen. The plan was to schedule the patient to get a new pump. Additional information has been requested but was not available at the time of this report.